Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 70 mcg/ml sufentanil at a dose of 14.410 mcg/day via an implantable pump for spinal pain. It was reported that the hcp was turning off the pump due to periodic motor stalls over the last 5-6 months. They did a rotor/dye study on (B)(6) 2017 that was unsuccessful as there was no movement. The hcp confirmed that a motor stall was currently displaying in the logs as well. It was confirmed that the history of the stalls were unrelated to MRI. The patient had the reported symptom of withdrawal. It was considered a sudden change in therapy/symptoms. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that according to the patient she felt like she was having withdrawal symptoms. There were no environmental, external, or patient factors that may have led or contributed to the issue. The physician performed a dye study and a rotor study as well on (B)(6) 2017. There were no interventions or actions taken to resolve the issue. The issue was not resolved at the time of the report. Surgical intervention did not occur and it was unknown if surgical intervention was planned. The patient status was noted as alive, no injury and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.